Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. The customer stated that he ate breakfast and his blood glucose value went down to 266 mg/dl. The customer mentioned that the pump stopped delivery and his blood glucose read 145 mg/dl. The customer stated that they ran 5 units of insulin through a new set and insulin started dripping towards the end of the five units. The product was returned for analysis.

Manufacturer narrative:
The insulin pump display properly and no anomaly noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The test reservoir units left matches properly to the units left in the pump status screen noted. No bolus delivery anomaly noted. No unexpected no delivery alarms noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.